Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons function properly during testing, found unlocked lcd keypad connector during visual inspection. No damage on the keypad traces noted. Insulin pump received with cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reproted that the buttons of the insulin pump were responding intermittently. The customer's blood glucose was 11 mmol/l. The discontinuation of the device was advised. Nothing further was reported.